Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump suction/low flow/saturated flow. The data logs show that pump flows were within expected range at the start of the case but after about 12 minutes into support, there was a motor current (mc) spike and speed deviation followed by lower flows and intermittent suction alarms. Flows were lower than the expected range for approximately 3 hours and then the map can been seen to be trending down from about 75mmhg to 40mmhg over the span of about 2 hours. Shortly after this, the motor current and flows lose pulsatility and can be seen to be trending up and then the flow is saturated for the duration of the case. The pump was explanted shortly after. The returned product had biomaterial all over the outflow cage and inflow case. The product was soaked in warm water with tergazyme but the biomaterial remained. The pump was unable to be run in a bucket due to the amount of biomaterial present in both cages. Based on the data logs and returned product analysis, the root cause of the pump suction, low flows and saturated flow is due to biological material ingestion that initially caused lower flows due to the position of the biomaterial and then contributed to saturated flows after CPR as the clot most likely migrated back to the impeller. Ventricular tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was escalated from an impella cp with an impella 5.5 for mechanical circulatory support. On the morning of (B)(6) 2025 the decision was made by team to escalate the patient to an impella 5.5. At the time, the patient was on an impella cp. Impella 5.5 support was started and the impella cp was pulled into the descending and explanted with no issues. At implant, time waveforms on the automated impella controller (aic) were able to be increased to p8-p9 flows. After about 30 minutes since the implant, the left ventricle (lv) waveforms went negative systolic/diastolic and were not able to flow above p5 flows. The right ventricle function was assessed with good function. Transesophageal echocardiogram (tee) measurement confirmed the impella position was still measuring 5.5 centimeters (cm) distance from the aortic annulus direction towards the apex. The decision was made to transfer to the cardiovascular intensive care unit (cuicu) and stabilizing continues to reassess flows. The patient was given 14 mmhg albumin and was started on an epinephrine drip which the patient responded too and was able to increase to p7 flows 2.7-3 liters for a short time but did continue to have suction alarms. Tte was performed at bedside and confirmed the position was still adequate at 5.3 cm from aortic annulus. A discussion with the team was had even though it was in good position. The patient was having suction alarms and could not increase flow to attempt to reposition. The team stated at this time they were attempting to wean the ventilator. Over the next few hours, the patient continued to decompensate and required more vasoactive support. The patient code blue and cardiopulmonary resuscitation was performed and on automated impella controller (aic) waveforms appeared to have flow saturation min 6.2 max 6.2 computed tomography surgeon placed the patient on peripheral veno-arterial extracorporeal membrane oxygenation and the patient was taken emergently back to cardiovascular operation room to exchange the impella 5.5 and successful placement of the new impella 5.5 was noted. The patient's care was withdrawn and the patient expired after 12 days on support on the new impella 5.5. This report specifically addresses the first impella 5.5 and the second impella 5.5 (serial number (B)(6)) will be reported under a separate report.